Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
Upon insertion of the balloon into the pt's left femoral artery, it was observed that the sheath was split. It was immediately removed and replaced. It was rpt'd that there was no pt injury or complication as a result of the event. It was indicated that the pt experienced bleeding during the changing of balloons. The pt was transferred to ccu. Event complications: bleeding when iab was removed and replaced - rpt'd 9/26/97. Pt current status: in ccu - rpt'd 9/26/97.